Manufacturer narrative:
As stated in this report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00218 to provide the return sample evaluation results. Results - based upon evaluation of user facility information and the returned sample; based upon undamaged section of the returned sample. Conclusions - based upon evaluation of user facility information and the returned sample; based upon undamaged section of the returned sample. The actual device was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the urethane coating on the actual sample had been sheared off the segment, exposing the core wire. The sheared piece of urethane coating was not returned for evaluation. Some abrasions were noted on the shaft of the device. Magnifying inspection found that the shear cross-section surface of the urethane layer was smooth. The outside diameter was measured on the undamaged segment and confirmed to be normal within manufacturing specifications. The urethane layer on the actual sample was peeled off the wire intentionally in order to check the adhesion level of the urethane layer to the core wire. There was no lifting or gap between the core wire and the urethane outer layer. A review of the device history record and the product release decision control sheet of the involved product /lot# combination confirmed that there were no indications of production-related problems or any nonconforming indications in the shipping inspection result. A search of the complaint file did not find any other report with the involved product /lot# combination. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause cannot be determined based on the investigation findings, it is likely that the actual sample was used in combination with a metallic device. The device labeling does address the potential for such an event in the instructions-for-use (IFU), with statements such as the following: "do not use the guide wire m with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the guide wire m plastic coating to shear and/or sever the wire." All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow-up no. 1 for mfg. Report no. 9681834-2015-00218 to provide the returned sample evaluation results.

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual sample has not be returned to the manufacturing facility for evaluation. Therefore a follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record and the shipping inspection record of the involved product/lot# confirmed there were not any indications of production-related problem or discrepancy in the inspection/test results. A search of the complaint file found no other report with the involved product/lot# combination. (B)(4). All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. Actual device not returned.

Event description:
The user facility reported that a small portion of the guidewire stripped off during a procedure. Follow-up communications with the user facility confirmed the following information: (1) a small portion of insulation on the guidewire stripped off during insertion or removal of the guidewire during use; (2) the procedure outcome was successful; and (3) there were no adverse effects to the patient outcome at the time of the procedure.